Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician wanted to insert the central venous catheter in the operating room. Before insertion on the patient, "the test for free movement of the guide wire was negative". The guidewire was stuck to the plastic sheath and could not be advanced over the tip. A new guidewire was successfully used.

Event description:
It was reported the physician wanted to insert the central venous catheter in the operating room. Before insertion on the patient, "the test for free movement of the guide wire was negative". The guidewire was stuck to the plastic sheath and could not be advanced over the tip. A new guidewire was successfully used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly and the product lidstock for evaluation. The guide wire cap was not returned. The guide wire was observed to have one kink towards the distal end. The location of this kink would have been within the straightener tube, protecting it from damage. No damage was observed on the returned tray or advancer tube. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection could not be performed on the guide wire cap as it was not returned for analysis. The kink in the guide wire was located 33 mm from the distal tip. The overall length of the guide wire measured 685 mm which is within the specification of 679-687 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.86 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.